Event description:
A male pt underwent aaa repair in 2009. The pt's anatomical form was not suitable for endovascular repair as the below reasons. Aortic neck angulation was 65 degrees (infrarenal neck to axis of aaa). Access vessel diameter was narrow (approx 5mm). After deploying the suprarenal stent, the left renal artery was stenosed because the proximal tip of the main body graft covered the orifice a little. The physician placed another MFR's stent in the stenosis area to recover the blood flow. The pt's condition had no problem after the procedure.

Manufacturer narrative:
Event is still under investigation at this time.